Event description:
On (B)(6) 2012, global field surveillane received a report from baxter global pharmacovigillance related to a home patient that acquired peritonitis in (B)(6) 2012 coincident with peritoneal dialysis therapy. On (B)(6) 2012, global field surveillance contacted the home patient's registered nurse who stated the hp was being treated for peritonitis with vancomycin (dosage, frequency and duration of treatment unknown) intraperitoneally (ip), however due to the continuous non-compliance with aseptic technique (the hp would not wear a mask or wash hands before during or after therapy) the doctors decided to pull the catheter on (B)(6) 2012 and the hp is now on hemodialysis. The rn stated the peritonitis was diagnosed as a fungal infection. No additional details are available at this time.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique that is patient didn't perform handwashing and did not wear a mask. The cause of the use error - breach in aseptic technique is undetermined. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number is unknown. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.